Event description:
The event is reported as: the customer alleges broken connectors on both sides of the swivel the white connection part split away from the cannula. The event detected prior to pt use. No report of pt injury or clinical consequence.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.